Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2015 with the following findings: a review of the black box revealed no unusual power interruptions. All por events were after ¿call service (cs) 078¿ and ¿cs128-fb88¿ alarms. The battery compartment was found to be cracked below the finger pad. The battery and cartridge caps were not returned; therefore, test caps were used to complete investigation. A test cap was able to fit securely and maintained electrical connection. There was no evidence of moisture corrosion visible from the outside. The battery compartment was found to be leaking during a leak test. During evaluation, the ¿ez-prime¿ steps were performed correctly; there were no power interruptions or any errors, alarms or warnings that occurred during investigation. The pump¿s cover was removed; there was moisture ingress found to the pcb. There were no intermittent conditions found to the power flex/circuit. The reported ¿power¿ complaint was unable to be duplicated. Unrelated to the complaint, the bolus button cover was found to be torn; however, the bolus button was still responsive to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; rust inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.